Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing a vibratory alert. A high pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.